Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information. Section d6b: date of explant is unknown. It was reported to abbott, a system was explanted. The reason and date are unknown. The rep reported the patient only had the current system that they implanted and the patient did not have any system when the rep was there with the patient. No additional information was obtained. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient's system was explanted at an unknown date for an unknown reason. No further information is known or provided.